Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was loose with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 100 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hospital is experiencing the loosening of the plastic cover of edta tube. Because of the nursing department, kidney dialysis center and opd units are still used to inject blood after removing the cap. Recently, whether the plastic cap is removed or not, it is there is a loose condition. It causes a lot of distress to the unit.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the stopper was loose with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on (B)(4) separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hospital is experiencing the loosening of the plastic cover of edta tube. Because of the nursing department, kidney dialysis center and opd units are still used to inject blood after removing the cap. Recently, whether the plastic cap is removed or not, it is there is a loose condition. It causes a lot of distress to the unit.